Manufacturer narrative:
The actual device involved int he incident was evaluated. Based on the evaluation, the software incorrectly cleared a low battery warning, as addressed in recall # z-0580-2007 and z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.

Event description:
On (B)(6) 2007, there was a report that, not during pt use, a device would not power on. On (B)(6) 2007, review of the device and it's electronic history file identified that during a deployment of the device, on (B)(6) 2007, a shock was canceled during a rescue attempt. The electronic history file indicates that during the rescue attempt, the device advised a shock, reported a service code message, and shut down. The device was powered on a second time, advised a shock, reported a service code message, and shut down. On the third attempt, the device was powered on, and 4 shocks were administered before a replace battery message was reported and the device powered off. It was reported that the pt did not survive.